Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with additional information from a nurse in the USA of break in aseptic technique and peritonitis in a patient coincident with dianeal ambuflex (dianeal low calcium) therapy. On an unreported date, the patient began treatment with dianeal ambuflex therapy (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. A care giver (cg) reported that on (B)(6) 2012, the patient experienced peritonitis due to break in aseptic technique (onset not reported). On (B)(6) 2012, the patient was hospitalized for peritonitis. On an unreported date, a peritoneal effluent culture was performed. On (B)(6) 2012 gpv followed up with the pd registered nurse (rn). The pdrn confirmed the patient experienced peritonitis on (B)(6) 2012. Treatment and outcome not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a use error - breach in aseptic technique issue and peritonitis is confirmed. The cause was undetermined. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident.